Manufacturer narrative:
The referenced report of history of gastrointestinal bleeding is covered under medwatch MFR# 2916596-2015-01003, medwatch MFR# 2916596-2016-02415 and medwatch MFR# 2916596-2017-01591. (B)(4). Explanted date is unknown. Approximate age of device- 6 years & 8 months. It is unknown if or when the lvad was explanted from the patient after expiration. The device is expected to be returned for evaluation. The device has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2011. It was reported that the patient was admitted to the hospital for gastrointestinal bleeding (gi) and chest pain/pressure. Upon admission there was a noticeable increase in pump flow estimation, followed by a subsequent decreased in flow estimation. The lactate dehydrogenase (ldh) was 776 u/l, up from the 500's u/l range. Current sub therapeutic inr goal is 1.5-2.0 due to recurrent gi bleeding. The manufacturer¿s technical services representative reviewed the submitted log file reported and observed a decrease in power and flow estimation near the end of the log file, which could be related to the bleeding. The event history appeared normal. Additional information received reported that the patient elected to withdraw care due to not being a surgical candidate. The patient expired on (B)(6) 2017. The vad coordinator indicated the cause of the patient¿s death was due to pump thrombosis and anemia. No additional information was provided.

Manufacturer narrative:
Additional information. It was initially reported that the pump was returning for analysis; however, additional information received from the user facility indicated that the pump would not be returned for evaluation. No product was returned for evaluation. A correlation between the device and the report of suspected pump thrombosis, elevated lactate dehydrogenase and gastrointestinal bleeding could not be conclusively determined. The evaluation of the submitted system controller log file that contained data from (B)(6) 2017 through (B)(6) 2017 captured minor elevations in power and estimated flow from (B)(6) 2017 through (B)(6) 2017 and from (B)(6) 2017 through (B)(6) 2017, reaching values up to 8.4 w and 11.8 lpm, respectively. Despite the observed parameter fluctuations, the device appeared to have operated as intended above the low speed limit with no atypical alarms throughout the duration of the log file. A specific cause for the elevated power and estimated flow could not be determined. Hemolysis , thrombus and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.